Event description:
It was reported that the right atrial (ra) lead insulation was damaged, and the right ventricular (rv) lead exhibited high thresholds. It was also reported that the left ventricular (lv) lead had been repaired previously. The leads were explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Continuation of d10: 6935m62 lead implanted: (B)(6) 2019; medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product event summary: the distal portion of the lead was returned and analyzed. The outer insulation of the lead was extrinsically breached due to a cut. The proximal conductor of the lead became extrinsically fractured due to a cut. The distal conductor of the lead became extrinsically fractured due to a cut. The inner insulation of the lead was extrinsically breached due to a cut. Visual analysis of the lead indicated apparent explant damage. The outer insulation, inner insulation, proximal conductors and distal conductors were cut at 30.5 cm. The repaired area of the lead was not observed and may have been located on the proximal portion of the lead that was not returned. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.